Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.6.09170 installed on iphone 17 (v 26.0) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. We have conducted a thorough investigation of dashboard logs on 24th november, for the user (B)(6), we found log entries for pnreceivedevent, which confirms that the user is able to receive push notifications successfully. We also see fault ids 802 and 827 associated with the push notifications being received. We have provided the below recommend steps: step 1: make sure network connection is strong and stable. Step 2: check patient settings in app. Open carelink connect app tap on patient's name go to the last patient settings tab/ tap on settings icon scroll down to edit notification settings tap on edit notification settings check notification toggles are on and no delay is set. Step 3: check app notification settings open the settings app tap notifications scroll and select carelink connect ensure the following are enabled: allow notifications on alerts or individual options (lock screen, banners, sounds) are on sounds on. Step 4: check do not disturb mode. Go to settings tap focus tap do not disturb make sure do not disturb is off. Step 5: check background app refresh go to settings tap general tap background app refresh make sure carelink connect toggle is on. Step 6: check low power mode enabled. Go to settings tap on battery tap on power mode make sure low power mode is disabled. Step 7: try unfollow patient and follow patient again. Step 8: clear app cache (optional). Go to settings tap apps select carelink connect tap storage tap clear cache this issue is not confirmed. Helpline has provided feedback that the issue has been resolved from the customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with receiving alarm on their application. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was partially performed and found that application dint give correct message it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.